Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that approximately 4 months post implant of a bifurcated device and a suprarenal aortic entension, an endoleak was identified. On (B)(6) 2014 the patient presented emergently and was symptomatic. A computed tomography was done and displayed an endoleak between the components. However, and angio was done and the main body displayed an endoleak at the crotch area. The physician elected to reline with a bifurcated and an infrarenal aortic extension. An angio was done after implant and no sign of an endoleak. The patient tolerated procedure well.